Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue layers was the suture used in? What was the condition of the tissue during initial procedure? How was suture placed (continuous or interrupted)? Can you explain ¿poor wound healing¿? What were the patient symptoms of ¿poor wound healing¿? Were any cultures performed of the wound? Results? What are the patient weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? Why does surgeon feel suture is related to poor wound healing? What is the patient current condition?

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2018 and suture was used. There was no anomaly observed in the procedure. After several days, the patient returned to the hospital and it was noted that the patient was not healing well. On (B)(6) 2018 the patient had a revision surgery and the stitches were taken out. It is unknown if medical treatment was given. The wound healed on (B)(6) 2018. The patient condition is now stable.